Event description:
After placing the patient back in bed from being held, IV pump alarms were alarming. When investigating line of pumps alarming, found the distal end of the broviac with a crack/split horizontally just above the thicker portion of line. Line clamped above crack. Md notified and will notify CT (cardiac thoracic) surgeon in order to remove it. Infusions removed and new ones ordered for pts other line.